Event description:
It was reported that on (B)(6) 2023, the patient underwent transurethral resection of the prostate under epidural anesthesia and was inserted a three-lumen foley catheter during the operation for bladder irrigation. On (B)(6) 2023, the patient complained of a feeling of bloating in the lower abdomen and poor drainage. Upon examining, it was found that the foley catheter balloon had burst and then the catheter was replaced. Then the drainage was smooth and the clear fluid was drained, followed by continuous bladder irrigation. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.